Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
The representative said the pacing impedance was high and out of the normal range and then the shock impedance went out of the allowable range. The lead was capped on (B)(6) 2016 and does not appear to have been replaced.